Manufacturer narrative:
This report is submitted on march 26, 2020.

Event description:
Per the clinic, the patient experienced facial nerve stimulation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2020. There are no plans to re-implant the patient.